Event description:
It was reported that an error code 172 was received while using the greenlight laser system during a prostate procedure. The customer was not able to clear the error code and could not complete the case using the laser system. The procedure was completed using an alternate procedure (turp). There was no patient injury reported.

Manufacturer narrative:
(B)(4). Service repair was performed in the field on (B)(6) 2014. Resonator (B)(4) was installed and the resonator (B)(4) was returned to ams; was received at ams on (B)(6) 2014. Product evaluation summary: the resonator was evaluated on august 18, 204. It was found that the diode wavelength shifted and diode base plate was down rev. The coupler cable was down revision and the coupler lens was noted to have bright spot. The diode was replaced with s/n (B)(4). The coupler lens was replaced with coupler lens lot# 73543 / 73544. The lens holder, coupler cable assembly and desiccant were all replaced. The resonator was realigned and a new test report was completed.

Manufacturer narrative:
Service was performed in the field. The reported error code was confirmed by reviewing the system log files and determined to be the result of a faulty resonator. The resonator was replaced. The system was tested and verified to specification.